Event description:
A customer reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that this was not a recurring issue with the specific pump. The pump was still under warranty, and a replacement pump with updated software was sent. The customer was advised to return the problematic pump to tandem using the provided return box and label within 10 days to avoid billing and to program their settings into the replacement pump. The customer was also instructed to connect their continuous glucose monitor to the new pump. The customer agreed to follow these instructions and opted for a required signature upon delivery of the replacement pump. In the meantime, the customer used multiple daily injections (mdi) as backup therapy.